Event description:
It was reported that the patient was receiving a shocking or jolting sensation. The day prior to the date of this report the patient was admitted "for hypoglycemic." It was noted that the patient was not admitted for the implantable neurostimulator. The last time the patient used it the patient jump from "getting electrocuted."

Manufacturer narrative:
Product ID 3093-28, lot# v263407, implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type lead product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).